Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support while attempting to change out a cartridge and experienced difficulty turning the connector. The patient stated the cartridge was not overfilled and that the device had been rewound, but the connector still would not turn. The patient reported that the connector turned without issue when no cartridge was in the device. The patient also attempted to use an empty cartridge and remained unable to turn the connector. It was confirmed that the cartridge was being inserted into the device prior to attaching the connector. Multiple connectors from the same box were tried without success. A connector from a different box and lot number was then used and functioned properly. Replacement connectors were arranged for the lot experiencing issues. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.